Event description:
It was alleged that a patient attempted to exit the bed with the siderails up, and in the process fell and fractured a facial bone. It was further reported that the bed exit didn't alarm until the patient fell, and the staff would like to have the bed evaluated to ensure the bed exit is working to specification. No additional medication was prescribed due to the injury, however, it was reported that the patient was referred to a specialist for their injury.

Manufacturer narrative:
Supplemental submitted to include UDI. Customer unable to identify unit with reported issue.

Event description:
It was alleged that a patient attempted to exit the bed with the siderails up, and in the process fell and fractured a facial bone. It was further reported that the bed exit didn't alarm until the patient fell, and the staff would like to have the bed evaluated to ensure the bed exit is working to specification. No additional medication was prescribed due to the injury, however, it was reported that the patient was referred to a specialist for their injury.

Manufacturer narrative:
The customer could not identify unit with alleged issue. The issue was therefore resolved for the customer by performing an evaluation on a random sample of the customer's units to ensure the customer that no component level defect was present in their beds. Customer unable to identify unit with reported issue.

Event description:
It was alleged that a patient attempted to exit the bed with the siderails up, and in the process fell and fractured a facial bone. It was further reported that the bed exit didn't alarm until the patient fell, and the staff would like to have the bed evaluated to ensure the bed exit is working to specification. No additional medication was prescribed due to the injury, however, it was reported that the patient was referred to a specialist for their injury.